Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (the adhering of foreign material on the forceps elevator and the water removal failure due to clogging of the air/water nozzle) could not be conclusively determined. However, based upon the information from omsi, omsc surmised that these phenomena might have occurred afterward. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomena, and also surmised that these phenomena were attributed to insufficient reprocessing by the user. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus (B)(4), it was found that there was foreign material on the forceps elevator of the subject device, and also that the water removal test failed due to clogging of the air/water nozzle. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.